Event description:
Avanos mic-key gastrostomy feeding tube 14 french 1.2 cm (lot 30178188) was sterilely opened to the field. Upon testing inflation of the balloon with sterile water, it was found that the balloon was perforated. Avanos mic-key gastrostomy feeding tube 14 french 1.2 cm (lot 30181451) was opened to the sterile field and was found to also have a hole in the balloon. Both were not used.